Event description:
Reportedly during the implantation procedure, the atrial lead could not be positioned correctly into the setscrew on this device header. Therefore, the pacemaker was not implanted.

Manufacturer narrative:
(Other): during the implantation procedure, they were unable to position the atrial lead into the setscrew. Therefore, the pacemaker was not implanted. The analysis on this device is pending.